Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their orthodontist has a concern about their back top molar, the right side is cross cutting with the bottom tooth, it is no longer making contact with their bottom tooth. Their left side is heading in that direction but for now is making some contact. It is disconcerting to their doctor that the byte aligners are not doing any correction for their back molars, nor are they holding them in place to prevent additional movement.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.